Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes; returned to manufacturer on: 5/6/2021; section h3: device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification, revealed viscoelastic residue on the optic body and haptics. And that the lens was received cut in half. Which is consistent with a lens that was handled, during explant. Based on the condition of the returned lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed, that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. And the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight, ethnicity: information unknown/not provided. MFR site telephone number: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to myopic miss. There was no vitrectomy, incision enlargement, or sutures required. Another johnson & johnson lens (same model, but lower diopter) was implanted as a replacement. The patient is doing well post-operatively and is happy with vision. No additional information was provided to johnson & johnson surgical vision.